Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed a broken pin on one of the two power connectors (ps1). The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient returned controller to hospital with "a broken line clip part." The territory manager reported, "you can physically see one of the little wires sticking out of the controller, driveline port is broken." The controller was exchanged and returned to heartware for evaluation. There was no observed effect on the patient as a result of the event. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the patients are instructed to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The device(s) listed in this report is (are) used for treatment, not diagnosis. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 30 of 117 .